Manufacturer narrative:
This spontaneous case was originally reported by a lawyer, on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal"). In a 31 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2019, 1096 days after essure insertion. She underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered, medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery? No. Quality safety evaluation of ptc: for essure, no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-apr-2023, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("embedded within the bilateral cornua") in a 31 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of parity 4, gravida ii, menses irregular, obesity, right upper quadrant pain, coccidioidomycosis, heavy menstrual bleeding, back pain, abdominal pain, pregnancy and gardnerella vaginalis vaginitis. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2018, 1091 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed on (B)(6) 2019. The patient was treated with surgery (hysterectomy - uterus,bilateral salpingectomy with cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 30.837 kg/sqm. [Pathology test] on (B)(6) 2018: diagnosis: uterus, bilateral tubes, hysterectomy: cervix- nabothian cysts. Endometrium- proliferative endometrium. Myometrium- no significant abnormality. Serosa- no significant abnormality. Bilateral fallopian tubes- no significant abnormality. Foreign body materials consistent with contraceptives gross description: embedded within the bilateral cornua and proximal fallopian tubes are symmetrical silver-colored metallic malleable coiled wires consistent with essure coils, 3.0 x 0.2 cm. [Ultrasound abdomen] on (B)(6) 2017: history: right upper quadrant abdominal pain. Findings: the liver has normal morphology and echotexture. Liver measures up to 19.5 cm in craniocaudal dimension, which is enlarged. [Ultrasound pelvis] on (B)(6) 2017: clinical history: right-sided abdominal pain. Findings: uterus demonstrates bilateral essure closure devices in place. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("embedded within the bilateral cornua") in a female patient who had essure inserted for female sterilisation. The patient had a medical history of parity 4, gravida ii, menses irregular, obesity, right upper quadrant pain, coccidioidomycosis, heavy menstrual bleeding, back pain, abdominal pain, pregnancy and gardnerella vaginalis vaginitis. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy - uterus, bilateral salpingectomy with cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: more than one essure related surgery? No. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 30.837 kg/sqm. [Pathology test] on (B)(6) 2018: diagnosis: uterus, bilateral tubes, hysterectomy: cervix- nabothian cysts. Endometrium- proliferative endometrium. Myometrium- no significant abnormality. Serosa- no significant abnormality. Bilateral fallopian tubes- no significant abnormality. Foreign body materials consistent with contraceptives gross description: embedded within the bilateral cornua and proximal fallopian tubes are symmetrical silver-colored metallic malleable coiled wires consistent with essure coils, 3.0 x 0.2 cm. [Ultrasound abdomen] on (B)(6) 2017: history: right upper quadrant abdominal pain. Findings: the liver has normal morphology and echotexture. Liver measures up to 19.5 cm in craniocaudal dimension, which is enlarged. [Ultrasound pelvis] on (B)(6) 2017: clinical history: right-sided abdominal pain. Findings: uterus demonstrates bilateral essure closure devices in place. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:embedded device. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: medical device removal was updated to embedded device. Reporters, medical history, lab data, patient information, non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 31 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2019, 1096 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.